Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had experienced high blood glucose. The customer¿s blood glucose level was 25 mmol/l. The customer¿s current blood glucose value was 20 mmol/l. Customer stated that insulin pump was not working. The customer did not experienced symptoms of high blood glucose level. The customer treated high blood glucose with needle. The insulin pump was not on auto mode at the time of incident. The customer did allege under delivery on insulin pump. The insulin pump had passed the self and displacement test. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. No further complications were reported. The customer will discontinue to use the device.

Manufacturer narrative:
Pump passes displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and dat at .0872 inches. No blank display noted during testing. No blank display anomalies noted during testing. Successfully downloaded history files and traces using thump. No power alerts/alarms listed in downloaded history on event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture d¿on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay and pillowing keypad overlay. No blank display anomalies noted during testing, blank display not confirmed. Unable to confirm alleged high bg. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.